Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the reported downstream occlusion. The reported downstream occlusion was verified through a review of the event history log by the presence of multiple events of ¿downstream occlusion!¿. Evaluation revealed that the cause was an out of specification force sensor, which was recalibrated to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.